Manufacturer narrative:
The model number, the lot number and an image of the implanted coil were received from the customer. Based on the image, the report of coil loop in parent vessel was confirmed. The image review showed a coil mass with two loops extending out. Although the cause for the loops extending out from the coil mass could not be determined, it is likely that the removal of the coil stuck within the coil mass led to the reported event. All coils are 100% inspected for damages and irregularities during manufacture. Per the device¿s, instructions for use (IFU): if undesirable movement of the detachable coil can be seen under fluoroscopy following coil placement and prior to detachment, remove the coil and replace with another more appropriately sized detachable coil. Movement of the coil may indicate the coil could migrate once it is detached. Angiographic controls should also be performed prior to detachment to ensure that the coil mass is not protruding into the parent vessel. MDR related to this event: 2029214-2017-00157 2029214-2017-00158.

Manufacturer narrative:
The device was not returned for analysis as it was implanted within the patient. Based on the reported information, this event was procedure related. MDR related to this event: 2029214-2017-00157, 2029214-2017-00158.

Event description:
Medtronic received report of implant coil failure to detach. Upon retrieval of the coil, it stretched, the coil mass move and 2 coil loops protruded into the parent artery. This added significant procedure time, fluoroscopy time and manoeuvers to get the loops back into the aneurysm sac. This event also required the placement of a stent to keep the coils within the aneurysm. The aneurysm was in the basilar tip, saccular and was unruptured (7mm max with 5mm neck). The anatomy was normal. The patient was reported not to have been injured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.